Manufacturer narrative:
The investigation was initiated but has not been completed. This initial report is being submitted to meet the 30 day reporting requirement. Upon completion of the evaluation, a f/u report will be submitted. An initial review of the device history record did not indicate any issues or nonconformances.

Event description:
Customer states; pump continued to run after food was gone.